Event description:
During a coronary stent procedure, the physician was attempting to deliver the stent to the mid lad. There was one turn, a little tortuosity and mild calcification. He aggressively attempted to advance the delivery/stent device and was unable to cross the lesion. He elected to retract the delivery/stent device back into the guide catheter. When he got it back to the guide, he encountered some resistance and decided to remove the entire system. Upon removal it was noted that the stent was missing. The physician was unable to locate the stent and it remains undeployed in the patient. Patient status is listed as "okay".